Event description:
A male underwent initial aaa repair in 2007. The physician placed a flex main body and three iliac leg grafts. It was initially thought that there may be a type ii endoleak but when they could not find one, the CT did reveal that the right limb was barely in the common iliac; so, the physician decided to extend into the external iliac by placing two flex iliac leg grafts and follow up with another CT in three months. Pt is doing fine.

Manufacturer narrative:
Event eval: still under investigation.